Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had displayed no disposable alarm. The alarm was silenced, and pump settings were reviewed. Troubleshooting was performed. However, the alarm continued. The cassette was removed again, gently tapped, and replaced, but the alarm persisted. The pump was then powered off. The operator of the device was health care professional and event occurred in patient home. There was patient involvement and no patient harm.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.